Event description:
It was reported that the tip of a t8 screwdriver shaft broke off in the screw head during tightening. The complaint event reportedly had no effect on patient outcome. The device was reportedly disposed by the customer facility and will not be returned for evaluation. This report is for the stardrive screwdriver shaft t8105mm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed an no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product was reportedly disposed of by the customer facility and will not be returned for evaluation. Placeholder.